Manufacturer narrative:
(B)(4). The service engineer (se) replaced the breath delivery unit (bdu) printed circuit board (pcb). The ventilator passed all the required testing.

Manufacturer narrative:
(B)(4). Technical support engineer troubleshot this issue with the customer over the phone and recommended the breath delivery unit (bdu) printed circuit board (pcb) be replaced.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the device.